Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced elevated blood glucose over 360 mg/dl with the highest ketone level of over 5.3 mmol/l. Customer was taken to the hospital and treated with fluids and pen injections. Technical support performed a pump system check and found the pump had declared multiple occlusion alarms and the pump unexpectedly shutdown multiple times. At the time of the report, the customer was still admitted to the hospital. Although requested, a release date was not provided. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
Additional information: reportedly, the customer was dishcarged from the hospital on (B)(6) 2019 with no permanent damage.